Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of cylinder hole was confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the cylinders revealed wear in the folds of both cylinder bodies. The outer tube of both cylinders were torn in the proximal body result of sharp instrument damage, consistent with explant. The first cylinder tested had broken fabric threads and bulged when inflated, a result of wear at the fold. The cylinders could not be pressure tested due to the identified hole. Visual inspection of the pump component revealed the kink resistant tubing (krt) was fatigued and worn down to the filament. Functional testing of the pump revealed the component did not pass activation testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a hole in the cylinder. During the procedure, the existing device was removed and a new ipp was implanted. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a hole in the cylinder. During the procedure, the existing device was removed and a new ipp was implanted. There were no patient complications related to the event.